Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting an e200 error code during a demonstration. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A turret failure was discovered and causing both the reported e200 error code as well as an abnormal operating sound from the device. Additionally, the front panel had a poor appearance and a lighting failure due to a system failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d9. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, phenomenon (1) ¿error code e200¿ was determined to have been caused by a malfunction of the turret unit. E200 is a turret error and is displayed when the turret does not operate properly. Phenomenon (2) ¿front panel flickers¿ was determined to have been caused by a malfunction of the front panel unit. Since no trend of multiple occurrences was observed for phenomena (1) and (2), and damage to parts was observed, it was estimated that the failure was likely caused by handling (impact on equipment). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur¿. Olympus will continue to monitor field performance for this device.